Event description:
A physician reported that the tip was broken during surgery. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco tip without a wrench in a tray with other items was received. Sample was visually inspected and found to be nonconforming, phaco broken at aspiration bypass (ab) hole, breakage is very jagged on the first part of the broken piece that was returned. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo shows a broken tip, reported issue confirmed from photo. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached photo confirms the reported issue. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photo confirms the report of broken phaco tip, however because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).